Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and a map shift was noticed during ablation. The medical team stated that there were no errors displayed on the carto 3 system and there was no patient movement. The lesions were being displayed in a different location than the previous locations. When the ablation catheter was placed on the left side and the ablation catheter was in the left atrial appendage, the carto 3 system displayed the ablation catheter's location in the left superior pulmonary veins. The medical team performed a remap and continued the case. No further issues occurred. No patient consequences were reported.

Manufacturer narrative:
On 29-oct-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and a map shift was noticed during ablation. The medical team stated that there were no errors displayed on the carto 3 system and there was no patient movement. The lesions were being displayed in a different location than the previous locations. When the ablation catheter was placed on the left side and the ablation catheter was in the left atrial appendage, the carto 3 system displayed the ablation catheter's location in the left superior pulmonary veins. The medical team performed a remap and continued the case. No further issues occurred. No patient consequences were reported. Device evaluation details: a company representative performed a follow-up case and confirmed that the map shift was not duplicated. The company representative performed re-imaging the carto 3 application as preventive care. An investigation was initiated by the manufacturer to investigate the issue. The logs were requested in order to investigate the issue, but the company representative confirmed that the data was no longer available, therefore no investigation could be performed. The complaint history of the system was reviewed, and no more similar problems were found since the issue occurred. The system is ready for use. The manufacturing record evaluation was performed on carto 3 system #34528, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).